Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of ¿solid white blanching," necrosis, "no color returned," "mottled gray and purple," area was "almost dark purple and black," and discomfort/pain are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device history record summary: the release step combined with the absence of any deviation shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The extrusion force value shows an expected consistency of the product. The sterilization cycle is registered as conforming. Device labeling addresses the reported event(s) as follows: "warnings: ¿ the product must not be injected into blood vessels. Introduction of juvéderm® ultra xc into the vasculature may lead to embolization, occlusion of the vessels, ischemia, or infarction. Take extra care when injecting soft-tissue fillers, for example, after insertion of the needle, and just before injection, the plunger rod can be withdrawn slightly to aspirate and verify the needle is not intravascular, inject the product slowly and apply the least amount of pressure necessary. Rare, but serious, adverse events associated with the intravascular injection of soft-tissue fillers in the face have been reported and include temporary or permanent vision impairment, blindness, cerebral ischemia or cerebral hemorrhage leading to stroke, skin necrosis, and damage to underlying facial structures. Immediately stop the injection if a patient exhibits any of the following symptoms, including changes in vision, signs of a stroke, blanching of the skin, or unusual pain during or shortly after the procedure. Patients should receive prompt medical attention and possibly evaluation by an appropriate health care professional specialist should an intravascular injection occur (see health care professional instructions #13). ¿ injection site reactions consist mainly of short-term inflammatory symptoms starting early after treatment and lasting = 7 days in facial wrinkles and folds, and typically last = 14 days in the lips. Refer to the adverse events section for details. Adverse events. ¿ the most common injection site responses for juvéderm® ultra xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising. Clinical evaluation of juvéderm® ultra xc for lip augmentation. In a randomized, controlled clinical trial to evaluate the safety and effectiveness of juvéderm® ultra xc for lip augmentation, 213 subjects were randomized to treatment and received injections in the lips and perioral area (n = 157), or to delayed-treatment control, and had treatment delayed 3 months (n = 56). Injection site responses (isrs) reported by > 5% of the 193 subjects who completed post-treatment diary forms after initial treatment are summarized in table 5. The majority of isrs were mild or moderate in intensity, and their duration was short lasting (14 days or less). Isrs reported after touch-up treatment and repeat treatment were similar to those reported after initial treatment. Isrs that lasted beyond the 30-day diaries were considered adverse events. Adverse events were also reported by the treating investigator at follow-up visits. After initial treatment (or touch-up treatment if performed), a total of 168 treatment-related adverse events were reported in 29% of subjects (60/208). In general, aes were mild (77%, 130/168) or moderate (16%, 27/168), resolved without sequelae (93%, 156/168), and required no action (91%, 153/168). Aes typically resolved within 3 months. Treatment-related adverse events that occurred in > 1% of subjects were injection site mass 16% (33/208), induration 10% (21/208), discoloration 5% (10/208), pain 4% (9/208), bruising 3% (7/208), swelling 3% (7/208), erythema 2% (4/208), and reaction 2% (4/208). Similar aes were reported after repeat treatment. In the clinical study, 11 severe treatment-related adverse events occurred in 4 subjects. These adverse events include angioedema and injection site mass, pain, bruising, swelling, erythema, and hypertrophy. All of these events resolved without sequelae, and all except the angioedema required no action. One subject experienced angioedema in the upper lip following topical anesthetic application of 25% lidocaine/7% tetracaine and injection of juvéderm® ultra xc, which resolved following administration of oral antihistamine, hyaluronidase injection, and oral anti-inflammatory medication. Functional features of the lips, including lip sensitivity, sensation, and speech were assessed before treatment and at follow-up visits after treatment. Minimal changes were noted in subject self-assessments of the function and sensation of the lips and mouth area, treating investigator assessments of other functional features of the lips and mouth area, evaluating investigator assessments of subjects¿ lip sensitivity, and speech and language pathologist assessments of subjects¿ speech and articulation at scheduled timepoints following treatment, thus demonstrating that lip function and sensation were unaffected by treatment with juvéderm® ultra xc. Subgroup analyses were completed to analyze isrs and aes in relation to fitzpatrick skin phototype, age, investigational site, gender, volume injected, plane of injection, injection technique, and injection site. No increased safety risks were observed for any specific groups. Postmarket surveillance: the following adverse events were received from postmarket surveillance for juvéderm® ultra and ultra plus, with and without lidocaine, with a frequency of 5 events or more and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All adverse events obtained through postmarket surveillance are listed in order of number of reports received: lack or loss of correction, inflammatory reaction, allergic reaction, infection, migration, paresthesia, vascular occlusion, necrosis, abscess, flu-like symptoms, headache, malaise, vision abnormalities, scarring, nausea, drainage, dyspnea, beading, syncope, dizziness, anxiety, deeper wrinkle, and granuloma. In many cases, the symptoms resolved without any treatment. Reported treatments have included: antibiotics, steroids, steroidal creams, hyaluronidase, anti-inflammatories, anti-histamines, needle aspiration and drainage, ultrasound therapy, analgesics, anti-viral, excision, eye drops, hyperbaric oxygen, laser resurfacing, tissue debridement, surgical scar revision, ice, massage, and warm compress. Vascular occlusion of vessels resulting in necrosis and vision abnormalities, have been reported following injection of juvéderm® products, with and without lidocaine, with a time to onset ranging from immediate to within one week following injection. These reported events likely resulted from inadvertent arterial injection. In many of these cases, the product was injected into the highly vascularized areas of the glabella, nose, and periorbital area, which are outside the device indications for use (see warnings section). Reported treatments include: anticoagulants, epinephrine, aspirin, hyaluronidase, steroid treatment, eye drops, hyperbaric oxygen, and surgery. Outcomes have ranged from completely resolved to ongoing at the time of last contact. Health care professional instructions: if immediate blanching occurs, the injection should be stopped and the area massaged until it returns to a normal color. Blanching may represent a vessel occlusion. If normal skin coloring does not return, do not continue with the injection. Treat in accordance with american society for dermatologic surgery guidelines, which include hyaluronidase injection."

Event description:
Healthcare professional reported during patient injection with 0.2cc of one syringe of juvéderm® ultra xc in the lips ¿using a serial injection pattern in small bolus,¿ the patient experienced ¿solid white blanching in the lower lip all along the middle of the lower lip.¿ healthcare professional was immediately concerned about necrosis and vigorously massaged the area, but the color did not return. The patient was injected with hyaluronidase (flooded the area with hyaluronidase), but no color returned to the lip. The lower lip is mottled gray and purple. The patient was then treated with aspirin 325mg and nitropaste was applied to the area, but there was no improvement. The area to the left of the lips was ¿almost dark purple or black.¿ an additional injection of hyaluronidase was given which relieved the patient¿s discomfort. The symptoms have improved, but have not resolved. The patient has no more pain in the lips. Other symptoms are ongoing.